Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. Based on the condition of the returned unit and the description of the event, it is likely that the damage was caused by an instrument or object that came into contact with the cannula tip during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section d2 - common device name was corrected.

Event description:
Procedure performed: laparoscopic gynecological surgery. Event description: the trocar was inserted by a very experienced surgeon operating together with an other also very experienced surgeon. The two nurses are also well known to me and they are both very experienced. All the four health personel in place knows adv fixation trocars from several months in use. They did have problems to get the trocar in the abdomen (umbilicus), and when they removed it from the umbilicus, they found a loose piece from the end of the cannula. They put in an other 11 mm adv fix trocar and it worked well. When they investigated the trocars a bit more, they understood that it must be en other piece of plastic somewhere in the abdomen they found then fortunately - an other piece of plastic laying on the intestine. Conclusion: the end of the cannula did breake during insertion and there were two pieces of plastic that loosened from it. Both pieces was found after some research. Additional information received from the sales rep by email on 1apr19: this port was not used with a robot. The method of insertion was with a veresse needle. Intervention: they used one more adv fix cff33 trocar for the procedure patient status: no patient injury or illness did occur associated with the complaint event.

Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic gynecological surgery. Event description: the trocar was inserted by a very experienced surgeon operating together with an other also very experienced surgeon. The two nurses are also well known to me and they are both very experienced. All the four health personnel in place knows adv fixation trocars from several months in use. They did have problems to get the trocar in the abdomen (umbilicus), and when they removed it from the umbilicus, they found a loose piece from the end of the cannula. They put in an other 11 mm adv fix trocar and it worked well. When they investigated the trocars a bit more, they understood that it must be en other piece of plastic somewhere in the abdomen they found then fortunately - another piece of plastic laying on the intestine. Conclusion: the end of the cannula did break during insertion and there were two pieces of plastic that loosened from it. Both pieces was found after some research. Additional information received from the sales rep by email on 1apr19: this port was not used with a robot. The method of insertion was with a veresse needle. Intervention: they used one more adv fix cff33 trocar for the procedure. Patient status: no patient injury or illness did occur associated with the complaint event.